Event description:
The customer reported the image flickered once during a diagnostic procedure involving an olympus colonovideoscope and was completed with the same device. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.